Event description:
It was reported to philips that there are ecgs (electrocardiogram) in the unread state on intellispace cardiovascular, however, the customer is unable to open the ECG trace for reporting. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.